Event description:
Healthcare professional reported right side deflation. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation:based on the device analysis grid, the assessments of the complaint are: deflation: observed one opening on the posterior side assessment as fold flaw opening and crack in the diaphragm valve side assessed as cracked valve seat diaphragm valve. Additional observations: crease fold observed on the device. Wear abrasion observed on the device. Red particle on the fill channel. Yellow particles inside device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side deflation. Device has been explanted and replaced.